Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Dräger contacted the user facility to obtain further information but the contact person named in the ufr could not provide additional details, even not the serial number of the involved device. Hence, the ufr was the only source of information which does not allow a case-specific evaluation. Age of the device and status of preventive maintenance and repairs remains unknown. In fact, it could even not be clarified if just the display went black or if the entire workstation has shut down. A display outage may restrict the possibility to interact with the device but has no effect to an ongoing ventilation. A complete shut-down on the other hand will trigger a power loss alarm for a minimum of two minutes which is buffered by an independent power source ((B)(4) capacitor). Further conclusions can't be made, multiple scenarios would be imaginable that are related to component malfunction, lack of preventive maintenance, infrastructure issues, use error or a combination of these. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the screen of the device suddenly went black during a running ventilation episode. As per report, the operators replaced the device; no consequences for the patient have occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer. If this attempt leads to an UDI, we will submit a follow-up report.